Event description:
When the surgeon grabbed the uterus with the kleppinger it cauterized without pressing the pedal. The cord was then changed, thinking a short in the cord. When plugging in new cord, the power light maximized letting rptr know the instrument was getting energy without stepping on the pedal. A new machine was then used.